Manufacturer narrative:
It was reported that dxdt2212, which had been placed on pylorus for pyloric stenosis around april, was found being fractured and the fractured part was in stomach. It is hard to confirm the manufacturing history of the product because the serial number was not informed to us. Fracture can be occurred by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. Duodenum structure where stent was implanted is curvy. Stent can be frequently pressured due to patient's lesion status, and fracture be possible. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It is hard to identify the root cause since it is difficult to reconstruct the situation at the time of procedure, and the suspected device was not returned. However, based on the description "dxdt2212, which had been placed on pylorus for pyloric stenosis around april, was found being fractured", it is assumed that the stent was fractured due to the patient lesion's peristalses and pressure and so on. Through the user manual by taewoong, it is stated that "potential complications associated with the use of niti-s & comvi stent may include, but are not limited to: stent fracture" this suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
On 30th june, distributor received the information that dxdt2212, which had been placed on pylorus for pyloric stenosis around april, was found being fractured and the fractured part was in stomach. After that, the fractured part was removed by using an over tube, and another stent was additionally placed. There were no patient complications as a result of this event.